Event description:
The hospital reported that during an endoscopic vein harvesting procedure, using vasoview hemopro 2, they noticed that the metal insert on the jaws was separated/broken. The hospital had completed ligating branches on the lower leg vein and was beginning to harvest in the upper leg when the event occurred. The physician was notified and a replacement kit was opened to complete the case. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. Blood was observed on the harvesting handle as well as the jaws. Charred tissue was also observed on the jaws. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw, with disconnection at the tip of the jaw. The silicone insulation on the jaw appeared intact with no signs of cracks nor delamination. No other visual defects were observed. Based on the returned condition of the device and the results of the evaluation, the reported failure ¿material twisted/bent¿ was confirmed. Specific actions for the reported confirmed failure mode are being maintained and documented under maquet¿s failure investigation report (fir) system.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, using vasoview hemopro 2, they noticed that the metal insert on the jaws was separated/ broken. The hospital had completed ligating branches on the lower leg vein and was beginning to harvest in the upper leg when the event occurred. The physician was notified and a replacement kit was opened to complete the case. The hospital did not report any patient effects.